Manufacturer narrative:
The date provided with the initial report was incorrect. The correct date is (B)(6) 2019.

Manufacturer narrative:
Unit received with broken reservoir tube lip and missing reservoir tube o-ring. Unit passed the prime/delivery test and excessive no delivery test. Unable to verify motor error alarm and perform displacement test, basic occlusion test and occlusion test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Motor passed motor test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
Customer reported via phone call that the insulin pump alarmed motor error. Customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed. Insulin pump is not expected to return for analysis.